Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material in the nozzle confirmed; however, unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, water tightness not maintained due to perforation of the forceps channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, foreign object inside the nozzle, tip cover burnt, dirt difficult to remove found on the objective lens, scratches are found on operation part, dirt on operation part difficult to remove, scratches on operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on universal cord, scratches found on scope connector, scratches found on scope connector joint case, scratches on the right/left angle fixing knob, scratches found on the second curved knob, and scratches found on the second bending operation section cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope, having pinhole at the bending rubber. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.